Manufacturer narrative:
Investigation: the samples retuned for investigation were provided to the supplier site that performs the final assembly and packaging of this product. Visual inspection of the product verified in two of the samples the connector was separated from the y-site, and in the remaining four samples, the y-site was broken. Two retained samples of the same lot were functionally tested and found to meet product requirements. A device history review was performed for reported lot ta10527, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Through our investigation, along with the supplier, it was determined this issue occurred as a result of improper use.

Event description:
It was reported that bd¿ phaseal secondary set (c66) broke with ease during use. No serious injury or medical intervention was reported. Verbatim: "at the eahp in 2018 we already received the samples and when we clocked the connector on the c66, we could just unscrew the connector or break the connector with minimal force. We passed this on to (B)(6). For injecting via injector and therefore the connection between connector and injector also makes me a twist clockwise. Two problems: 1) y-connection is too weak and breaks down easily. 2) glue is not strong enough so that the connector can easily be twisted and loosened. We have now ordered samples through temse and have tried them again with our own hands and we notice the same weak connection. Tested by (B)(6).

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ phaseal secondary set (c66) broke with ease during use. No serious injury or medical intervention was reported. Verbatim: "at the eahp in 2018 we already received the samples and when we clocked the connector on the c66, we could just unscrew the connector or break the connector with minimal force. We passed this on to (B)(6). For injecting via injector and therefore the connection between connector and injector also makes me a twist clockwise. Two problems: y-connection is too weak and breaks down easily. Glue is not strong enough so that the connector can easily be twisted and loosened. We have now ordered samples through temse and have tried them again with our own hands and we notice the same weak connection. Tested by (B)(6)".